Manufacturer narrative:
The vocsn was returned to the medical device distributor who reported this event to ventec. The distributor advised ventec that they examined the device, along with patient circuit that was used, but they were not able to duplicate the reported issue. The distributor further advised that they reviewed the alarm log and did not observe any discrepancies. The device was then sent to ventec for evaluation. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device stopped ventilating unexpectedly during patient use. The patient's caregiver, a firefighter, reported that they had just changed the trach adapter and placed the patient back on the ventilator when they observed that there was no ventilation output from the device. The caregiver immediately intervened and proceeded with manually ventilating the patient, using a bag valve mask, until the patient's backup ventilator could be obtained. The caregiver advised that while waiting for the backup ventilator, the original device began to provide ventilation output again. As a precaution, however, the patient was placed on their backup ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient survived the event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.